Event description:
Meter would not power on. The pt was unable to test on the meter for three days; however, pt was able to test on the family member's meter. Prior to the meter issue, the pt had been obtaining high meter results and stated that pt was feeling extremely tired and "crying for no reason". The last result that pt obtained on the meter was 10.0 mmol/l. When pt tested on the family member's meter the result were high and pt was feeling high as well. The pt contacted medical proffesional for a prescription refill and mentioned had ben feeling high. Pt's physician came to pt's house and tested the blood glucose; the result was 30.4 mmol/l. Because of the hyperglycemia, the pt's oral medication was adjusted. Prior to the event, the pt was taking 500 mg of metformin, three times a day. The physician added 2.5 mg of diabeta, twice daily. The pt replaced the battery in the meter and the meter would still not power on. Based on the info supplied by the pt, there is an indication that the meter malfunctioned. However, there is no indication that the meter contributed to the hyperglycemia because the pt reported obtaining high results and feeling high while the meter was still powering on. Pt was also able to test on another meter during the time that meter was not functioning. The pt did not pursue medical attention at the time of the high blood glucose results on the meter or the family member's meter. This case is being reported as a product malfunction. A replacement meter has been sent to the pt.